Event description:
A thirteen month old patient was undergoing cardiac surgery with nasal intubation using a 4.0 mm microcuff endotrachal tube when the anesthesiologist noticed that the tube was kinked at the nose. The doctor adjusted the tube and repositioned the tape attaching the tube to the patient's face which resolved the situation. There were no adverse effects as a result of the incident and the surgical procedure progressed without further issues. Information concerning this incident was reported by a member of the kimberly-clark sales team who were soliciting feedback on product performance from various customers and distributors. This product incident is documented in the kimberly-clark product incident database and identified as pir # 49267.

Manufacturer narrative:
While the product was not returned, a reserve sample was evaluated. It was found to be within specifications and dimensional tolerances. This product incident has been incorporated in the kimberly-clark complaint trending system which is used to identify repetitive issues that require corrective action.